Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet with a dexcom g7 and a teflon infusion set, with blood glucose values up to 296 mg/dl, and completed a full supply change after consulting with support; no device alerts or alarms were reported, and the device component involved could not be further specified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem and no specific device component identified as contributory. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.